Event description:
It was reported that patient experienced hyperglycemia due to occlusion issue on 08 may 2026 and was treated with bolus insulin.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325¿1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.